Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at .006ml/day (minimum rate)) via an implantable pump for stroke. It was reported that patient stated they were hospitalized on (B)(6). Their pump was turned to minimum rate because the hospital at the time thought they were getting too much baclofen and they were not taking any oral baclofen. Patient said they had been on that dose for several years. The healthcare professional (hcp) tried to access previous patient records to see why they were turned to minimum rate in the hospital. He found out that patient was last filled on (B)(6) 2021. Patient was referred to a neurologist and the hcp did not feel comfortable filling the pump, as a new patient, because he did not understand the full history of their pump. The issue was not resolve at time if the report , the patient status was alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780 , serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the patient getting too much baclofen was not determined. The patient did not know why the physician thought she was getting too much. The actions and interventions taken to resolve the issue was the patient was discharged to a neurologist. The event was resolved at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that for about 1.5 years she couldn¿t find a doctor to fill her pump. Then on (B)(6) 2021, she found a doctor to fill the pump and they turned the pump off on 11-dec-2021 because ¿I was overdosing on baclofen¿. She stated that her body was not used to that amount.